Event description:
Pt received a chemical burn to the eye. Her eye also blistered from chemical, and the chemical was not sprayed into pt's eye. What got into her eye was what was floating in the air.